Event description:
Lead management case to remove 2 leads due to infection. The physician began the procedure lasing on the rv lead (sjm 1488t, implanted 147 months) with a 12f sls ii. The laser sheath would not advance past the innominate/svc so the device was removed and a mechanical sheath was used, advancing to the ra (sjm 1474t, implanted 147 months) before progress was stopped. The physician then inserted an lld-ez into the rv lead and began using a 12f sls ii but still was unable to advance. The decision was made to attempt the mechanical sheath; this device progressed almost to the lead electrode. The physician upgraded the device to a 14f sls ii allowing enough progress to release the lead from the vessel wall. An lld-ez was inserted into the ra lead and the mechanical sheath was used again to advance to the svc. Because of adhesions, progress halted at the svc and the 14f sls ii was attempted again. At that time a small effusion was noted on tee so the physician stopped the procedure leaving the ra lead in place. Within two hours the patient's blood pressure dropped and the patient was taken to surgery where a sternotomy was performed to repair a small innominate/svc tear and to remove the ra lead surgically. The patient survived the intervention.